Event description:
It was reported that during surgery, a cautery spatula accessory separated from the scalpel cautery instrument. The cautery spatula was retrieved and removed from the patient. No patient harm or injury was reported.the spatula blade was discarded by the customer. The hospital returned 10 scalpel cautery instruments in bulk with the general complaint that a spatula accessory had separated from each instrument. The hospital was not able to provide the date of occurrence or case details associated with the alleged incidents. Nonetheless, the site was able to confirm that all cautery spatula accessories were retrieved and removed from all patients. No patient harm or injury were reported.